Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received readings of 216 and 294 mg/dl. The normal control range is around 115-166 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.

Manufacturer narrative:
This complaint was initially missed by customer service, so it will be submitted past the 30 day window.